Event description:
It was reported that there was a burning smell, then it was found the laser cord was getting really hot and it caused the laser to stop working. In addition, while trying to pull out the cord, sparks were noticed. Then, during inspection it was found that the wires in the plug were visibly burnt and, there was no damaged from the wall outlet. It was confirmed that the issue was with the power cord from the wall side and there is no issue with the console. The procedure was canceled due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The complaint device has not been returned; therefore, no physical or visual analysis of the product could be performed. Therefore, the reported allegation could not be confirmed

Event description:
It was reported that there was a burning smell, then, it was found the laser cord was getting really hot and it caused the laser to stop working. In addition, while trying to pull out the cord, sparks were noticed. Then, during inspection it was found that the wires in the plug were visibly burnt and, there was no damaged from the wall outlet. It was confirmed that the issue was with the power cord from the wall side and there is no issue with the console. The procedure was canceled due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.